Event description:
Pt reported he was not able to infuse a full dose of the lumizyme on (B)(6) 2021 due to pump error code down line occlusion and the filter dogging. Pt stated he tried to infuse the remaining medication with a gravity tubing but the filter was clogged and he did not have any other filters and the medication cannot be infused without a filter. Pt reported he infused about half of the lumizyme. Pt discarded the rest of the medication as he had no filters and the lumizyme was out of the refrigerator for a longtime. Md aware pt received only a half dose. No side effects reported from receiving a decreased dose. Filter lot number is unknown. Pump is being returned for a replacement; lot number 249844, expiration date 06/17/2022. Pump curlin frequency: use as directed to infuse lumizyme. No further information, details or dates known. Reported to (B)(6) by pt/caregiver.